Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. The patient stated there were air detected in cassette alarms that occurred during dwell 4 of 5 and continued into drain 4 of 5. The patient cancelled their treatment while on the phone with ts. When the patient removed the cassette from the cycler, a small amount of fluid (or moisture) was present inside the pump module. The patient stated it was ¿damp¿ inside the pump module. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow up, the patient reported that they did not complete their treatment. The patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient performed a manual exchange at their home dialysis clinic the following day, and there were no additional incomplete or missed treatments. The patient received the replacement cycler and has continued pd therapy on the device with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette used by the patient was not available to be returned as it was reportedly discarded. The lot number for the cassette could not be provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.